Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not receiving data from meter. Customer's blood glucose was 467 mg/dl. During troubleshooting, it was found that meter ID was not entered into insulin pump. Customer successfully received assistance. Customer declined troubleshooting for high blood glucose.